Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this device was determined to be not reportable. Correspondence indicated that the tibial component remained well fixed and did not exhibit loosening that led to revision surgery of the patient. The previously reported device did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. Correspondence indicated that the tibial component remained well fixed and did not exhibit loosening that led to revision surgery of the patient. The previously reported device did not cause or contribute to the reported event.

Event description:
It was reported, that a patient underwent an initial left total knee arthroplasty. Approximately two (2) years and four (4) months post-implantation, the patient underwent revision surgery, due to aseptic loosening. Due diligence is in progress for this event. To date, no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: nexgen femoral component size e left: catalog#: 00576401551, lot#: 64929174; articular surface size ef 10 mm height: catalog#: 00596203210, lot#: 64178214; all poly petella standard cemented, size 32 mm diameter 8.5 mm thickness: catalog#: 00597206532, lot#: 64833099; cobalt g-hv bone cement 40g: catalog#: 600-15-100, lot#: 105c1d004, qty#2. Multiple MDR reports have been filed for this event. Please see associated reports: 3007963827-2024-00070. Customer has indicated, that the product will not be returned to zimmer biomet for investigation, per hospital policy. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.